Event description:
A 3.0mm diameter x 24mm length ave gfx2 stent was inserted into the coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back into the tip of the guide catheter, where it caused the stent to dislodge from the stent delivery system balloon. The dislodged stent was retrieved from the coronary artery, successfully. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter while still engaged in the coronary artery. There was no additional clinical sequelae reported relative to the event. No further info available from the user facility.